Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, d9, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reportable malfunction was reproduced. Additional potential adverse events were noted where an error e315 occurred and there was no image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the front panel issues (switches not working, all light emitting diodes glowing continuously) and image issues were due to a failure of the circuit board. Also, the e315 error was likely due to a communication error with the endoscope due to a receptacle failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center front panel was not working. The issue occurred during maintenance. There were no reports of patient harm.